Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-may-2018 with the following findings: there were unexplained pump reboot events observed in the black box history. Corrosion was observed inside the battery compartment. The pump was exercised for 24 hours with no power issues duplicated. There was no further evidence of moisture ingress or damage to the pump's power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged moisture was present in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.